Event description:
It was reported that log files were submitted for evaluation due to concern for low voltage and frequent pulsatility index (pi) events. Log file review confirmed a few voltages that were less than 14v while the patient was connected to the mobile power unit (mpu) on (B)(6) 2022 and (B)(6) 2022. It was recommended that the mpu involved in these events be evaluated. 218 pi events were also confirmed which were suspected to be caused by the patient being slightly hypovolemic from poor oral intake.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. Incidental findings: the patient cable rubber encasing was loose due to a gap being observed between the plastic connectors and the rubber. The reported event of low voltage events was confirmed via analysis of the submitted log file; however, low voltages were not observed during testing of the returned mobile power unit (mpu) (serial number: (B)(6)). The log file contained approximately 4 days of data (12mar2022 ¿ 16mar2022 per the timestamp). Decreased relative state of charge (rsoc) and bus voltages were observed throughout the log file while connected to the mpu; the voltages did not decrease low enough to activate associated alarms. The rsoc voltage ranged between 11.6 v and 12.8 v and the bus voltage ranged between 13.3 v and 14.5 v. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was connected to a mock circulatory loop and operated without any issues observed or alarms active; the reported issue of low voltage events was not observed. The customer asked for the mpu to be scrapped as a new mpu was provided to the patient. The mpu was scrapped and removed from usage. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8, entitled "equipment storage and care¿, and heartmate ii patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 01jan2020. No further information was provided. The manufacturer is closing the file on this event.